Event description:
It was reported, the pt complains of difficulty walking, pain in joint area, and soreness. Pt can't bear weight on hip joint. She saw her surgeon today and was advised to call stryker to file a claim.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with theses devices. The reported event is considered to be under the scope of this recall.